Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon evaluation, the battery charger/model was unable to recognize or charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the charger bedside board. The root cause for the damaged component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.